Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the serial ring was loose. Component failure of the serial ring. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunction could not be determined. In addition, the cause of the loose serial ring was identified as a component failure of the serial ring. The conclusion was that the issue was traced to a component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video laparoscope had poor image quality. The issue was found during the inspection for use. There were no reports of patient harm.